Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy, the surgeon was able to press the green button and could squeeze the handle, but the staple did not fire. Also, there was difficulty unloading the device. The cartridge parts broke off while unloading. Another device was used to complete the case. There was no patient injury.